Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned. However, the mcs tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed a small hole near the monopolar curved scissors (mcs) instrument tip that caused a burn in the drape. The surgeon continued the procedure was spare instrument. The procedure was completed with no reported injury intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse clarified that the mcs tip cover accessory was burned. The issue was noticed when the instrument was removed. The surgeon checked for any unintentional thermal damage to the patient's tissue and did not find any. No fragment fell into the patient. The procedure was completed using a spare instrument and accessory with no patient injury.

Manufacturer narrative:
67- the mcs tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. However, intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was tested for energy delivery on an in-house system. Energy was delivered without any issue and the electrical continuity test passed. There was no physical or thermal damage found at the instrument wrist. The instrument was fully functional with proper use of the tip cover accessory. Additional information not reported by site was that the instrument tube extension exhibited signs of scratch marks. The tube extension scratch marks measured roughly .024¿ x .081¿. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. This failure is unrelated to the customer complaint.

Event description:
Refer to h10/h11 for follow up information.